Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Malfunction hazard/ cord; reversed, tampon was upside down so string is inside [device physical property issue]. Tampon blocked in the application device [device deployment issue]. Case narrative: consumer reported via email that tampon was blocked in the applicator and one tampon was upside down with the string inside. No injury reported.